Manufacturer narrative:
As reported, patient experienced complications post implant of the 3dmax mesh. Based on the information reported, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative course. No additional information can be gathered as contact information was not provided and cannot be obtained. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. This MDR represents the 3dmax mesh left (device 1). An additional MDR was submitted to represent the 3dmax mesh right (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As per ansm report ((B)(4)): description of the incident: "since these implants were fitted, and despite numerous reports to my gp and the surgeon who fitted the implants (3dmax mesh left- device 1 / 3dmax right- device 2), I have been suffering from numerous adverse effects abdominal and pelvic pain during sexual intercourse during ejaculation, sometimes incapacitating. Permanent digestive problems significant pain with acute attacks every morning. Pain during exertion, walking, driving, sitting or bending (tying shoelaces). Significant and painful bloating. Severe aerophagia. Severe fatigue insomnia irritability development of food intolerances, such as dairy products. Halitosis despite good dental hygiene and regular check-ups. Feeling of a hard foreign body (like a pebble). Current condition of patient: nr. Actions taken by the healthcare facility to treat the patient: nr.